Manufacturer narrative:
Batch review performed on 26 sept 2025. Lot 172818: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 25-june-2022. No anomalies found related to the problem. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 8 years and 1 month from primary, the patient came in due to an infection, and the cause is unknown. The surgeon performed a washout and revised the insert. The surgery was completed successfully.